Event description:
Noise on baseline thought to be caused by the lead. At lead revision, lead was repositioned and tested fine. Noise re-occurred and the device was replaced with another lumos dr-t, and the noise was not present on the new device. Device being returned for analysis. 03/2006 device returned. Oos report states that noise was sensed on the electrogram, possibly caused by the set screw.